Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the non-tortuous, heavily calcified, 99% stenosed left popliteal to superficial femoral artery. Pre-dilatation was performed with a non-abbott 4x100mm balloon at 28 atmospheres three times for 30 seconds. A non-abbott guide wire and guiding catheter were advanced along with a 4.5x120mm supera self-expanding stent system (sess). The stent was implanted, and a 5.5x150mm supera was advanced and attempted to be deployed. After thinking the stent had been deployed successfully, the system was locked and the sess was removed. However, the stent was removed along with the sess. A 5.5x120mm supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.